Event description:
It was reported that following a coronary artery stenting treatment procedure, stent inadequate apposition, in-stent restenosis and thrombus occurred. In (B)(6) 2014, the patient had angina. He stopped taking plavix and had stent occlusion in a previously placed stent. The target lesion was located in the calcified mid left anterior descending artery (mid lad) with a reference vessel diameter less than 2.0mm. A promus premier stent was implanted in the lad. An unknown stent was placed in the diagonal branch. In (B)(6) 2014, the patient was admitted for chest discomfort, which lasted for several hours and then stopped. Toponin was abnormal. The patient was referred for heart catheterization. Baseline catheterization revealed totally occluded thrombotic lesion in the lad. Angiomax was used to achieve and maintain therapeutic act. A non-bsc guidewire was advanced to the left main coronary artery with the aid of a 1.25mm compliant balloon catheter. A fiberwire was placed in the distal portion of the diagonal branch, which was quite tortuous. Then multiple overlapping balloon inflations were performed with a 1.25x8mm balloon catheter. Intravascular ultrasound (ivus) was performed to see the etiology. It appeared it may have a stent fracture in the area. Ivus did not reveal a stent fracture, but identified thrombus as well as in-stent restenosis. Then a 3.5mm nc quantum apex balloon was used to perform multiple overlapping inflations. Stenting of the diagonal branch as well as the lad was also performed. It was noted that the lesion in the mid portion of the lad stent did not expand completely. Ivus was performed again, which revealed good plaque apposition. The stent was under-expanded, but well-apposed to the plaque. Then a 4.0x6mm nc quantum apex balloon catheter was used to dilate it to 20atm, which did not work very well. This focal area after expansion slowly recoiled multiple times. There was another area in the diagonal stent that recoiled, which was dilated with a 2.0mm balloon catheter followed by a 3.0mm balloon catheter. While immediately post-dilation results looked good, there was again recoiling in these two focal areas. High pressure inflation was performed in both of these segments with large balloons. The arterial blood flow was restored with the balloon dilations, but the lumen was not able to be enlarged. There was no thrombus present at the end of the procedure, but the lumen remained significantly narrowed. The patient was treated with integrilin. Plavix will be discontinued and brilinta will be started.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).